Event description:
"Pt on pca pump administering morphine/normal saline pain med. Pt had an apneic episode that required they be given narcan to recover pain med = 100 ml ns/100 mg morphine sulfate 1 mg per 1 ml of fluid." Upon further query the following info was provided: the pump was programmed in the recovery room following surgery to deliver morphine sulfate with a concentration of 1 mg/ ml, with a 1.5 ml bolus dose and an 8 minute bolus lockout. No other programming parameters were provided. In 2004, the pt went to radiology for PICC placement, where the pump alarmed for "low battery," and the battery was changed. Approximately one and a half hours after returning to the floor, the pt was found "apneic" during nursing assessment. Reportedly, the pt's respirations were 7 per minute, with "20 second periods of apnea between respirations." The pt was treated with 0.1 mg of narcan. At 2:14 pm, the pt's respirations increased to 14 per minute and the pt became "more alert." At 2:30 pm, the pt was alert and fully oriented. Following the event, the morphine sulfate dose was decreased to 0.7 ml. The following day, IV pain management therapy was discontinued and oral pain management therapy was started. There were no reported adverse pt sequelae. Though requested, no additional info was provided.